Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). Reportedly, elevated bg's were due to over eating and not blousing enough for the amount of food consumed. Customer delivered a correction bolus to stabilize bg levels. Subsequently, customer experienced low blood glucose levels (58 mg/dl). Customer stated they believe they over corrected for their high bg's. Customer drank juice to stabilize low bg levels. Recommendation was made to discuss diabetes management with their health care professional.